Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "accumulation of foreign and adulterated silicone particles in their bodies.

Event description:
Patient representative reported "significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage and subcellular damage and past and future medical expenses" this record is for the left side. Device status unknown.